Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 129 mg/dl. During the call on (B)(6)2018, a back-to-back blood test was performed by the customer fasting and produced test results of 179 mg/dl and 182 mg/dl using truemetrix meter. Customer stated she was also concerned with these results. The customer's expected fasting blood glucose test result range is 85 - 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 07/29/2019, and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report #: (b)( returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 129 mg/dl. During the call on 12/11/2018, a back to back blood test was performed by the customer fasting and produced test results of 179 mg/dl and 182 mg/dl using truemetrix meter. Customer stated she was also concerned with these results. The customer's expected fasting blood glucose test result range is 85 - 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 07/29/2019 and open vial date is 11/03/2018. The meter memory was reviewed for previous test result history: result 1 :99mg/dl, date: (B)(6) 2018, time:7:32am, fasting; result 2 :115mg/dl, date:(B)(6) 2018,time:3:22pm, fasting; result 3 :108mg/dl, date:(B)(6) 2018, time:10:06am, fasting; result 4 :107mg/dl, date:(B)(6) 2018,time:10:16am, fasting; result 5 :104mg/dl, date:(B)(6) 2018, time:9:34am, fasting.